Event description:
The tech alleged the side rail is jammed and cannot raise to latch. No pt impact.

Manufacturer narrative:
The account found the side rail has a ben slide bracket. The account replaced the side rail slide bracket to resolve the issue.